Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, tissue was pushed and bunched when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. In addition staples were misaligned. This occurred using a blue reload on the sixth fire. The surgeon resected the tissue and recreated the gastrojejunal anastomosis. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review was completed and reported the following information: the logs show a sureform 60 stapler instrument was installed on the system 7 times and fired 7 reloads (3 blue, followed by 4 white). On installs 1-3, the first clamp was successful, and the firings were completed with no pauses for compression. On installs 4 and 5, the first clamp was successful and the firings were completed with 3-4 pauses for compression on each. However, on install 5, the system failed to detect the reload color. The user manually selected the white reload using the surgeon side console (ssc) touchpad. On install 6, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 7, the first clamp attempt was aborted at ~65% completion. The 2nd clamp attempt was successful and the firing was completed with 2-3 pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the logs.